Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device stopped spinning, guidewire fractured and a dissection occurred. A 2.1mm jetstream xc atherectomy catheter was being used for a lower extremity treatment procedure in the popliteal artery and the anterior tibial artery. The jetstream catheter was loaded over a .014, 7 inch, 300cm non bsc guidewire. Treatment was started in the popliteal artery and continued over to the anterior tibial artery. It had been activated for two minutes and eleven seconds at which point the jetstream catheter stopped spinning. An angiogram was performed and it was noticed that the guidewire had separated from the jetstream device. The proximal half of the wire within the jetstream device was removed from the patient. The distal portion was left in the anterior tibial artery. An attempted to snare the wire from above was unsuccessful. The physician prepped the foot and re-entered the pedal artery. The fractured portion of the guidewire was able to be snared and removed from the patient. Another angiogram was performed and noticed a dissection in the proximal tibial artery. The physician placed a 3.5 x 30 non bsc stent to treat the dissection. The physician also placed a 5 x 80 innova stent in the popliteal. There were no further reported patient complications during the procedure and the patient was fine post procedure.